Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "512:320:844:0000 ". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 512:320:844:0000 was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated.